Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead was not able to get connected to the header of the pacemaker and there was no "click" sound from the device during screwing. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of connections problem was confirmed. As received a complete device was returned for analysis and the device found to be elective replacement indicator (eri). Analysis indicates that the atrial setscrew was stripped upon received which is consistent with user error. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.